Event description:
The ge oec 2600 uroview fluoroscopy system would not boot up and displayed a precharge fail error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system was operating as intended, and that the facility circuit breaker for the system had been shut-off, which would generate the noted error message. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.